Event description:
The zeta was being advanced over an unknown guide wire. The zeta met resistance with the guide wire while it was still outside of the patient. An effort was made to retract the zeta from the guide wire and the tip separated from the catheter. It was easily observed by the physician and removed from the guide wire.